Manufacturer narrative:
Insulet corporation is submitting this MDR that was previously identified for inclusion in the q2 2015 alternative summary report (asr). This MDR is being submitted after the 30 day requirement due to erroneous identification for inclusion into the q2 2015 asr. This error was communicated to FDA on july 31st, 2015 when we submitted a request for permission to submit a retrospective summary report (rsr) under 21 cfr part 803.19. FDA declined insulet participation in the rsr program in a decision dated august 26, 2015 and emailed on september 3, 2015. As a result, insulet is committed to complete these corrections through this submission. The returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to reported hyperglycemia and hypoglycemia was found. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and it advises ¿hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.¿

Event description:
The customer reported that her blood glucose reached a low of 29 mg/dl and a high of 326 mg/dl after wearing the pod between 4 and 24 hours. She also reported an emt visit, they treated her with a glass of milk and sugar. Her insulin history is as follows: (B)(6).